Event description:
A medical doctor reported persistent dry eye in patients right eye one year post lasik. Patient reported that dryness is worse than before lasik. Upon follow up, it was reported that dryness is exacerbated by patients work environment. Patient is unable to alter work environment. Patient has been using cyclosporine ophthalmic emulsion since before the lasik procedure. Patient used a topical steroid for one day. Artificial tears are being used every hour. Patient is to avoid ceiling fans at night. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).